Event description:
It was initially reported that the patient was found to have high impedance (output status - limit, impedance - high, dcdc - 7, eri=no) during a generator replacement when the new generator was connected. The high impedance was not known prior to surgery since the patient's old generator was at end of service and was unable to communicate. There was no reported trauma or manipulation was reported. The surgeon attempted to remove and re-insert the lead pin a couple times but that did not resolve the issue. The lead was not replaced at the time of the generator replacement.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012 when it was reported that x-rays were taken and reviewed by the physician who did not observe any obvious breaks in the lead. The patient's x-rays were sent to the manufacturer on (B)(6) 2012. Based on the x-rays received, there was a suspect area that was seen near the anchor tether. Based on the images that were received no further commentary could be made on the suspect area. There were no other obvious anomalies identified that could be contributing to the high impedance. A lead discontinuity in the portions of the lead that could not be fully assessed cannot be ruled out. The lead pin was verified to be fully inserted into the generator header thus eliminating incomplete pin insertion as a potential contributor to the high lead impedance.